Manufacturer narrative:
Investigation completed on a smith medical medfusion 4000 pump. The complaint of under infusion could not be substantiated. Event log revealed no error and ehl attached in findings within normal limits. No problem was found, pump was operated as intended. The pump arrived with left plunger case deformed. . No fault could be found. The plunger cases replaced, top door and battery door. The pump was re-calibrated. Passes all delivery testing.

Event description:
Information received a smiths medical medfusion 4000 pump syringe plunger stopped infusing with medication left in syringe. Left in syringe was 30 ml after pump revealed infusion completed. No patient adverse events reported.